Event description:
On (B)(6) 2012, the reporter contacted animas alleging that his insulin pump started to lose power 'a few days ago.' The reported power issue occurred again 'yesterday' and again 'during the night,' causing him to wake up at 4am today with a 327 mg/dl blood glucose (bg). The patient reportedly was feeling bad and had increased urination at the time. The patient noticed that the pump had shut off during the night. The patient restarted the pump, delivered a bolus of 3.75 units of insulin, and then went back to sleep. He later woke up at 7am with a bg of 90mg/dl. The patient confirmed that he did not see the yellow o-ring on inspection of the pump, denied seeing any cracks or damages to the battery compartment or battery cap. The patient has not changed the battery cap on the pump. He also denied having the pump exposed to water. The pump reportedly does not have any alarms in the pump's alarm history. The pump was reportedly correctly set to alkaline battery setting. The reported power issue was not resolved with troubleshooting. This complaint is being reported because the patient allegedly experienced hyperglycemia (bg=327 mg/dl with symptoms or increased urination) after the insulin pump lost power. A replacement pump was sent to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation; however, evaluation has not been completed. No conclusions can be made at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found with insulin delivery. The pump was tested on a 29 hour flow test and was found to be delivering within specification . The pump cover was removed; no evidence of moisture or evidence of damage to the power circuit was observed. The power complaint was verified in the history but was not duplicated during the investigation. A test cap was able to fully tighten with no yellow o ring showing. The pump was exercised for 24 hrs with test battery cap, no alarms or power issues occurred during this time. Power on resets verified in the black box. No damage was found to the battery compartment. The battery cap was not returned with the pump.